Manufacturer narrative:
(B)(4). The customer reported that the device would intermittently fail opcheck for the therapy cable. This was found in testing and no patient involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device would intermittently fail opcheck for the therapy cable. This was found in testing and no patient involvement was reported.